Event description:
It was reported that during a removal of an impacted molar, the hand piece heated up and the patient received a minor burn on the lower lip. The burn was treated with a cooling ointment and is expected to heal with out any additional procedure.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. The results of the investigation indicate that the alleged heating up of the handpiece may have been caused by excessive lubricant in the bearing. The heat was most likely caused by the excessive friction from the additional lubricant. The handpiece was repaired and returned to the customer.